Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported an infusion was started at 1345. At 1900 while transferring the patient from the wheel chair to the bed, the clinician found the bag was "almost empty" . The pump showed that 93.1 mls were infused. Infusion was stopped. It was reported by patient family that pump did "beep many times" in the morning. Patient appeared drowsy following over infusion, patient was monitored further by clinician. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion was started at 1345. At 1900 while transferring the patient from the wheel chair to the bed, the clinician found the bag was "almost empty" . The pump showed that 93.1 mls were infused. Infusion was stopped. It was reported by patient family that pump did "beep many times" in the morning. Patient appeared drowsy following over infusion, patient was monitored further by clinician. There was no patient harm.